Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non conformances. Because the pump was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump would stop working. They stated that it did not alarm. It's unclear if the pump stopped and started as expected, or if the pump unexpectedly shut down. It is also unclear if the pump was set to audibly alarm when done or not. Mmdg did attempt to follow up with the initial reporter to obtain additional information, however, they did not provide any other information. (B)(4).

Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the pump was returned to mmdg for investigation, the pump operated as expected. The pump settings were reviewed and the dose done alarm did not audibly alarm because the user had set the pump to "mute when done". The pump did audibly alarm as expected when the setting was changed. Based on this information, no MDR would have been required.

Event description:
The initial reporter stated that the pump would stop working. They stated that it did not alarm. It's unclear if the pump stopped and started as expected, or if the pump unexpectedly shut down. It is also unclear if the pump was set to audibly alarm when done or not. Mmdg did attempt to follow up with the initial reporter to obtain additional information, however, they did not provide any other information. (B)(4).